Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. The 80% stenosed, 12mm x 3.0mm target lesion was a de novo lesion located in the distal right coronary artery (rca). During pre-dilitation using an emerge balloon, a dissection was noted in the distal rca. The dissection and target lesion were treated with placement of a 3.00 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. A second target lesion located in the proximal rca was treated with pre-dilatation and placement of a 3.50 x 38 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).